Manufacturer narrative:
The following functional tests were performed: the philips field service engineer (fse) which was onsite checked the device and confirmed the speaker was malfunctioning and determined the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after the speaker was replaced. The device remains at customer site. The investigation concludes that no further action is required at this time. E1: reporting institution phone#: (B)(6). D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the device displays a speaker malfunction error message. The device was completely out of sound. The device was in use on a patient. There was no report of patient or user harm.